Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/fecal incontinence it was reported that while being walked through putting the device in MRI mode, they always would have a hard time positioning the communicator over the ins. (Patient explained that it is hard to locate the implant since they cannot see where they would place the communicator over). The patient sounded like they just had a hard time positioning the communicator because the ins was placed in a blind spot.